Manufacturer narrative:
The report of ¿burning and pain at ipg site¿ was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and the device passed all tests on the ate (no anomalous outputs were observed). The report stated that the ipg migrated after the patient did some heavy lower body weightlifting. It was after this that the burning and pain at the ipg site was reported. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the location of the pocket site was relocated to the right flank during the ipg revision.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following heavy lower body weightlifting, the patient experienced pain at the ipg site. X-ray imaging confirmed ipg migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was explanted, replaced, and relocated to address the issue.